Manufacturer narrative:
The initial MDR 2432235-2016-00797 was filed on december 21, 2016. Additional information (01/11/2017): siemens received an update on the assays and results that were affected.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sampling and reagent wash pump (srwp) and dilution wash pump (dcp) cylinders. The cse replaced the tubing associated with the parts. The cse replaced the check valve to the srwp. The cse replaced the mixer 2 rod and lamp. The customer ran calibration and quality control, resulting within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on patient samples on an advia 1800 instrument. The customer reported obtaining no results or less than results. The initial results were not reported out to the physician(s). It is unknown if repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.